Event description:
The customer reported when they turned on the thermogard xp ivtm system (sn (B)(6) for patient use, the thermogard console powered up but didn't proceed to self-testing and displayed a message on the screen. The customer switched to another thermogard xp ivtm console to continue the treatment. No patient injuries were reported.

Manufacturer narrative:
Zoll service personnel evaluated the thermogard xp ivtm system (sn (B)(6) at the customer site. The reported complaint that the thermogard system didn't proceed to self-testing and displayed a message upon powering up was confirmed in the system's event log data but was not confirmed during functional testing. The event log data revealed multiple mid:09 (air trap assembly) error messages on the customer's reported event date. The root cause of the mid:09 errors was user error, as the customer confirmed to the zoll service personnel that during setup of the console and the start-up kit (suk), they placed an empty air trap chamber into the console's air trap holder. If the air trap chamber is not completely filled, the console will not proceed past the setup self-test screen. The system passed the functional testing with no issues or errors. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits.